Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by father that the patient had been taken to the emergency room (ER) for diabetic ketoacidosis (dka). The patient's blood glucose levels reached at least 300 mg/dl to 400 mg/dl mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia; ketones were also tested but results were not provided. While in the ER, the patient was treated with insulin and monitored by medical professional. The patient was released after spending 24 hours in the ER.